Event description:
Caller reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 30 and decided to replace the pump, which was still under warranty. The customer was instructed to continue using the current pump as backup therapy and was informed about necessary updates to the replacement pump. The customer was guided through the process of returning the problematic pump and acknowledged all instructions, including programming the new pump and connecting the cgm.